Manufacturer narrative:
Follow-up # 1 ¿ (11/17/2014). The patient¿s meter has been returned on 11/3/2014 and evaluated by lifescan product analysis on 11/6/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that their onetouch ultramini meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 between 8-10 pm. The patient manages their diabetes with fixed-dose insulin. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claimed that they developed the symptom of "blurry vision" after the alleged meter issue began; however they were not sure of the date/time of the symptom onset. The patient denied having received treatment for the symptom; however they stated that they visited their doctor's office on (B)(6) 2014 (time unknown), during which they received counselling and advice from a dietician. At the time of troubleshooting, the csr noted that there was no indication of product misuse, the subject meter was not being used for the first time, the correct test strips were being used, the test strips were not identified as counterfeit and the meter did turn on when the power button was pressed. The csr also noted that the patient did not have test strips available to perform walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿blurry vision¿ after the meter issue began. This symptom does meet lifescan¿s criteria for a serious injury.